Event description:
It was reported that a gamma nail broke. The patient required revision surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the nail is broken apart as complained. The device inspection revealed the following: the visual inspection has shown the nail is broken apart at the lag screw hole. During the microscopic inspection the typical characteristics of a fatigue fracture could be identified on both fracture faces. The origin of the crack was at the lower corners of the bore, there is a fatigue zone with a smooth surface and progression lines over almost the whole surface of the fracture. At the the proximal fragment of the nail are strong impression marks from the lag screw in the bore visible, which indicates that the nail was exposed to high loads over a long period of time. Also there are some strong scratches and a deformation at the corner of the lag screw bore visible, afterwards it cannot be defined if these damages occurred during insertion, extraction or in-situ when the fragment rubbed on the lag screw. The relevant dimensions were verified during the investigation and no deviation from the specification could be detected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The broken nail was returned for evaluation and no product related issue could be detected. There was no additional information about the event provided, no x-rays and no information about the patient was available. Therefore the root cause of the breakage cannot be defined. The evaluation of the nail has shown that fatigue did lead to the breakage of the device. In this relation following statement from the instructions for use can be mentioned: ¿¿ these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device." If more information is provided, the case will be reassessed.

Event description:
It was reported that a gamma nail broke. The patient required revision surgery.